Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a skin lesion excision on and unknown date and suture was used. The patient experienced redness and inflammation approximately three to eight days post operative. The reaction resolved once the sutures were removed.

Manufacturer narrative:
(B)(4). Conclusion: a representative samples was returned for evaluation. The device was visually evaluated. No packaging defects were noted.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Nine possible batch numbers are reported as follows: dle737, dbb817, dkp443, dgb035, dpb683, ece069, dlp629, ece070, dpb205 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: inflammation resolved within a few days after suture removal. There was increased scaring due to the reaction from the suture. (B)(4).

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. No issues were found during visual examination of sterile barrier - overwrap pouch and seals. Package sterile barrier is intact. The intact package was tested by bubble emission for leaks in the film, tyvek backing and seals - no leaks were detected.